Event description:
Information received indicated the emergency trend function was not functioning.

Manufacturer narrative:
The hill-rom technician replaced the hydraulic trend valve to resolve the issue.